Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv experienced flow issue. The following information was provided by the initial reporter: it was reported that the patient received an over infusion of levophed due to a free flow event.

Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv experienced flow issue. The following information was provided by the initial reporter: it was reported that the patient received an over infusion of levophed due to a free flow event.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that the patient received an over infusion of levophed due to a free flow event could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.